Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 09/21/2007. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit shuts off and will not come back on. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110 vac. The unit passed the initial power connect test, and the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test, using the diagnostic probe kit. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. An attempt was made to put the neptune on full bench test, but the delta warning lights appeared twice very quickly and then the unit shut down with no further response to an electrical input. The on-board power supply pcb was by-passed with a known good power supply pcb but the attempt was not successful; the neptune would not respond to any electrical input. Given the user interface pcb is not dependent on the other pcbs for operation; the defective pcb was narrowed down to the power control pcb. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power control pcb is defective. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The event is reported as: the unit shuts off and will not come back on. Unknown when alleged defect was detected.